Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/12/2020. A manufacturing record evaluation was performed for the finished device product code z357e lot kb5cwpn, and no non-conformances were identified. The following information was requested but unavailable: did one needle detach from thread intraoperatively during use on patient tissue? Did three needles detach from thread ¿when the scrub nurse was to load the sutures into the needle holder¿? If yes, did this occur before use on the patient tissue? Procedure name and date? Additional h3 investigation summary: it was reported that needles detached from the thread. It was received for analysis two empty opened boxes and twenty unopened samples of product code z357e, lot kb5cwpn. During the visual inspection of thirteen sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did one needle detach from thread intraoperatively during use on patient tissue? Did three needles detach from thread ¿when the scrub nurse was to load the sutures into the needle holder¿? If yes, did this occur before use on the patient tissue? Procedure name and date? Status of device return/follow-up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2020 and suture was used. The needle detached from the thread intraoperatively. There were no complications for the patient. The procedure was delayed 5 minutes and was completed successfully. There were no adverse patient consequences reported.